Event description:
It was reported that an alert was received in the remote home monitoring system that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and three shocks. Technical services (ts) reviewed the stored episode and noted that the therapy was suspected to be inappropriate for an atrial arrhythmia with rapid ventricular response (rvr). The third shock converted the rhythm. Further review was recommended to the clinic. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.